Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi received the vio iesu to perform failure analysis (fa) testing. Fa was able to confirm the issue in the system logs and reproduce the issue when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure the site was experiencing low/intermittent bipolar energy issues. Site stated that this has occurred over multiple cases and issue persists. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site hard cycle the vio integrated electrosurgical generator unit (iesu) with no change. The tse offered to walk the site through setting up a third-party esu generator, but they did not have the equipment available. The procedure was completed as planned with no reported injury to the patient.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). Initial fa findings were confirmed and reproduced. The unit generated a c-34 error on start-up. There was a loose cable on the generator pcb. Once connected, the error ceased. Unrelated to the reported issue, the front frame bezel was found to be cracked.

Event description:
Refer to h10/h11 for follow-up information.